Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis conducted during this investigation noted that visual analysis found the stem with a fractured neck. The fracture surface was checked using eds which detected no deviations. Sem examination of the neck shows evidence of a high stress fatigue fracture. Evaluation of the head did not reveal any evidence that the part itself played a role in the fracture issue. Some minor metal transfer marks noted indicating some contact with metal object. The proximal porous surface of the image stem exhibited extensive ingrowth surrounding all areas of the proximal surface. The stem appears well fixed as indicated by the damage done to the medial side of the stem. This damage was most likely the result of bone cutting instruments used to get the stem out. This exam revealed the use of a non-sn taper sleeve. The inside taper of this sleeve is showing to be eccentric. This is not a characteristic of any sn taper sleeve. The use of this eccentric taper sleeve has never been tested with any sn hip products so the stress patterns produced in the neck are not known. Use of any non-sn device along with sn product is an off label use and contra-indicated by sn. Further visual examination indicates the increased offset provided by the sleeve is possibly greater than any that has been tested at sn. The contraindicated implantation of competitor components with the sn stem cannot be ruled out as the contributing factor to the reported event. A clinical analysis noted that although it was communicated that a cd of images was sent, the cd has not been provided to the clinical team. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
This complaint has been reopened due to bfarm material inquiry. The image porous femoral stem is composed of titanium alloy (ti-6a1-4v). Operative notes provided by the hospital confirmed that the patient had a revision surgery in may 2016 where competitor devices were removed, and another revision surgery in july 2017 to remove also non-smith and nephew devices. The only revision surgery that involved the smith and nephew stem occurred in november 2018. A clinical evaluation noted that the contraindicated implantation of competitor components with the smith and nephew stem cannot be ruled out as the contributing factor to the reported event. Although post-revision images were provided, they were non-contributory in the medical investigation of the reported stem fracture. The patient impact beyond the reported fractured stem and subsequent (3rd) revision and an expected post-op rehab phase cannot be determined. No further medical assessment is warranted at this time. According to the operative notes, the surgeries prior to the surgery due to breakage of the stem, high frequency electrocautery devices were used in the procedures. However, it is unknown whether there have been any flashovers or contact with the implants. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to breakage of the stem.